Event description:
It was reported that a pt had their pump replaced. On (B)(6) 2010, the elective replacement indicator (eri) was estimated to be 26 months, however, the pt's eri occurred early on (B)(6) 2011. A physician recommended that the pump be replaced. The pump was planned to be sent back to the manufacturer for evaluation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).